Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level ranging from 20-24 mg/dl. Reportedly, the customer did not eat food. The contact gave the customer instaglucose and d50 as the customer was unable to correct the bg level.